Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 300mg/dl and a correction bolus via the pump was delivered to address the bg level. After performing an infusion set change, an additional occlusion alarm was received. A cartridge change was performed and the occlusion alarm was resolved. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.